Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer reported that the maryland bipolar forceps instrument did not work. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. Instrument passed recognition, engagement and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported by site was grip tip damage. One grip was found to be bent, causing side to side misalignment of the grips. There was a .025 offset at the tips. The bent grip exhibited a separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.106 - 0.610 in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.